Event description:
Litigation papers allege extreme pain, discomfort, soreness; malaise; swelling; loss of energy; immobilization and both acute localized damage to tissue and/or bone surround the acetabulum and systemic injuries. Doi: (B)(6) 2008 - dor: none reported (right hip). Patient is a resident of (B)(6).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Corrected: event/problem description, explant date. Depuy still considers this investigation closed.

Event description:
**Update** - medical records received (B)(4) 2013. The revision operative report indicates: pain; metallosis; significant amount of yellowish fluid; no bony ingrowth on acetabular component; fibrous tissue removed from around the stem. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege extreme pain, discomfort, soreness; malaise; swelling; loss of energy; immobilization and both acute localized damage to tissue and/or bone surround the acetabulum and systemic injuries. Update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised to address pain.